Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button was unresponsive. Customer's blood glucose reading was 170 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they removed the battery for too long and received a battery out limit alarm which they cannot clear as a result of the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked lcd keypad connector. Unable to verify the battery out limit alarms due to the unresponsive buttons. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a stripped battery cap coin slot.